Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a low blood glucose and new enlite sensor and it is stuck in the gray inserter of the insulin pump. The customer's blood glucose level was 45 mg/dl. The customer was treated. The patient was transfer to helpline for further assistance.